Event description:
Report received of contrast media spraying out of a pre-pierced port when used with a power injector. Reportedly, an extension set was used to connect a 22gauge becton-dickinson insyte angiocath to a medrad power injector. The medrad power injector was to deliver omnipaque 300 at a rate of 2ml/second. At the initiation of the infusion, approx 10ml of contrast media sprayed out of the pre-pierced port and into the pt's eyes. The pt was reportedly wearing glasses. The pt's eyes were washed. The extension set was replaced and the CT scan completed. At the completion of the scan the pt went to the emergency dept. The pt did not experience any adverse sequelae. The customer contact reported that the pre-pierced port had not been previously accessed. Though requested, no additional info was provided.